Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported that the insulin pump had a blank display despite a battery change. The blood glucose reading was 7 mmol/l. The insulin pump had not been dropped or bumped or exposed to moisture. The battery cap contacts were not missing or damaged and the battery compartment and spring not damaged or corroded. The display did not return after cleaning the battery cap and inserting a new battery. It was advised that the customer discontinue use of the insulin pump and revert to a back up plan. The insulin pump will be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with a blank display due to missing battery tube spring. Unable to perform idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify low battery alarm due to blank display. The insulin pump had minor scratched display window and cracked reservoir tube lip.